Manufacturer narrative:
Per the clinic, it was reported that the patient also experienced an infection resulting from the extrusion of the device. This report is submitted on aug 13, 2021.

Manufacturer narrative:
Correction: the previous MDR submitted on august 13, 2021 was filed inadvertently. There was no infection reported. This report is submitted on may 23, 2022.

Manufacturer narrative:
This report is submitted on july 19, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to an extrusion. The patient has not been reimplanted with a new device as of this report on july 19, 2021.